Event description:
It was reported that pump displayed malfunction alarm malf 8-0x208a with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement and noted customer interest in an out-of-warranty loaner pump.